Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigating a transmission, a pause episode was found that appeared to be a false pause due to signal dropout and under sensing r waves. No changes were made. The patient was stable and will be monitored.